Event description:
It was reported that a loss of capture, a decrease in sensing and impedance were observed. After review of the echo and cat scans, physician believes the patient suffers from pericardial effusion. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.